Manufacturer narrative:
The testing of the subject device indicated that the retrieval of exams from the pacs was not possible because of the incorrect mac and ipv4 addresses of the rosa pc provided to the hospital it service by a zb representative. The issue was solved during the maintenance dated 24-jun-2020 by providing the correct information to the hospital it service.

Event description:
Currently at the hospital the pacs connection is not working. Once iq-view is open and the robot is connected to the network, the company field service engineer his able to view patient exams within the pacs system. Once she clicks 'view' an error pops up saying 'error occurred while retrieving data from stentor_qrp'.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Currently at the hospital the pacs connection is not working. Once iq-view is open and the robot is connected to the network, the company field service engineer his able to view patient exams within the pacs system. Once she clicks 'view' an error pops up saying 'error occurred while retrieving data from stentor_qrp'.